Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's levels had been as high as 504mg/dl. The customer was treated at the hospital with IV drips. Troubleshoot was conducted. The cannula was found to be bent. The customer was advised to monitor the device. The called dropped and when the customer was reached, they declined to complete troubleshoot.